Manufacturer narrative:
The reported impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned for inspection. No pre-existing conditions were noted on the per. The reported implant was located on an unknown tooth site and used for an unknown period of time prior to fracture. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 63523962. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63523962) for similar event and no other complaint was identified. (B)(6) post market trending was reviewed and there were no negative trends or corrective actions for the reported events (implant and tool fracture) or product (tsvb13). Therefore, based on the available information, functionality of the reported implant could not be verified without its return.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Additional information confirmed that implant fractured at the collar level. Implant has not been removed at the time of this report; however, patient has been scheduled for an implant removal in a future date. No adverse event has been reported as yet. The following sections have been updated date of this report. Event description. Date received by manufacturer. Checked "follow-up". Event problem and evaluation codes.

Event description:
Additional information received confirmed that implant had fractured at the collar. Implant has not been removed yet. Patient has been schedule for an implant removal in a future date.

Manufacturer narrative:
Additional information received confirmed that implant has not been removed yet; however, patient has been scheduled for an implant removal in a future date. Good faith of effort has been completed to obtain additional information in regards the implant failure without success. Unknown implant was identified to be tsvb13 lot number 63523962. No adverse event has been reported as yet; therefore, the following sections have been updated: b1: report type b4: date of this report d1: device brand name d4: device catalog/ lot number g4: date received by manufacturer g5: additional PMA/510(k): k011028, k013227 g7: checked "follow-up" h1: type of reportable event h2: checked follow-up type h10: added manufacturer narrative

Event description:
Additional information received confirmed that implant has not been removed yet; however, patient has been scheduled for an implant removal in a future date. Unknown implant was identified to be tsvb13 lot number 63523962. No adverse event has been reported as yet.

Manufacturer narrative:
Zimmer biomet complaint : (B)(4). Device not returned.

Event description:
It was reported that an integrated unknown implant was removed and during the removal process a implant removal tool fractured. No additional information was provided.